Manufacturer narrative:
One sample model 2420-0007, lot 25035504 was returned for investigation by the customer. The set was examined for defects and abnormalities. The tubing was separated from the pump safety clamp. No other defects or abnormalities were observed. Visual inspection under the microscope showed no signs of solvent application. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the most potential root cause it related to the lack of solvent due to an incorrect insertion of tubing to solvent dispenser by the production personnel and/or due to opportunities with the solvent dispenser. Reported lot was manufactured on mar 26th, 2025, condition reported is similar with actions taken from a quality notification generate on may 12th, 2025. The following actions were defined: ¿ solvent dispenser cleaning. Approved on may 22nd, 2025. ¿ re-training for production personnel in internal procedures. Approved on may 22nd, 2025. ¿ as a containment actions for separations on tubing/lower fitment, additional 5 samples per hour will be test for a retention test in the engagement. Implemented on jun 05th, 2025. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged the following information was received by the initial reporter with the following verbatim. It was reported by customer that the pump infusion set where it was found to be either broken or not manufactured correctly. The tubing looks like it was broken off or defective or something at the safety clamp section.